Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the seal on the package was missing. This issue was discovered at incoming inspection and there was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified that the sterile pouch was not sealed on the one side. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to operator error during the manufacturing process. Corrective actions have been initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.